Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery 37 times. Customer's blood glucose level is 427 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised that they do not want to return the infusion set or reservoir for analysis. Customer has thrown out 7 different infusion sets and 5 reservoirs in the last 3 days. Customer was advised to call back when the alarm occurs in order to troubleshoot the device. Customer has had serious injury but has not been hospitalized.